Event description:
It was reported that the filling port cap of a large volume infusor was missing. The device contained fluorouracil in 230ml of 0.9% sodium chloride. This was observed during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between january 17-19, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed a missing fill port cap. The reported condition was verified. The cause of the condition could not be determined. However, the probable cause of the condition could be user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.